Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, acute pulmonary embolism (pe) and fractured strut migrating into the adjacent soft tissue. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, acute pulmonary embolism (pe) and fractured strut migrating into the adjacent soft tissue.

Manufacturer narrative:
As reported, a patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for emergent filter placement was deep vein thrombosis with pulmonary embolism and the inability to be anticoagulated because of severe anemia. History includes hypertension, gout, chest pains with non-occlusive coronary disease, gastroesophageal reflux disease, diverticulitis, chronic obstructive pulmonary disease, seizures, bipolar disorder, depression, schizophrenia, chronic headaches and drug abuse. An inferior veno cavagram was done to locate the renal veins, and the filter was successfully implanted into the infrarenal area. The filter subsequently malfunctioned including, but not limited to, acute pulmonary embolism (pe) and fractured strut migration. Seven years and four months post implant, the patient s/p fall with chest pains and injuries to upper limbs. Imaging revealed acute pulmonary embolism which treated with medications. Seven years and seven months post implant, an MRI reported mild degenerative disc disease and the ivc filter in place. Nine years and one moth post implant, x-rays of the lumbar spine reported the ivc filter with a broken strut and fragment migrating into adjacent soft tissues. Per the patient profile form (ppf), the patient reports ivc and organ perforation, filter fracture, migration of fractured strut(s), blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and anxiety. Approximately eleven years post implant, a CT an infrarenal ivc filter, tilted with the apex against the wall; 8mm vertebral perforation, fractured posterior struts; no migration or stenosis. Colonic diverticulosis was noted as an incidental finding. The medical history at the time included hernia surgery, skin graft, and history of umbilical and inguinal hernia. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, acute pulmonary embolism (pe) and fractured strut migrating into the adjacent soft tissue. Additional information received per the medical records indicate that the patient has a history of hypertension, gout, chest pains with non-occlusive coronary disease, gastroesophageal reflux disease, diverticulitis, chronic obstructive pulmonary disease, seizures, bipolar disorder, depression, schizophrenia, chronic headaches and drug abuse. The optease filter was implanted emergently secondary to deep vein thrombosis with pulmonary embolism and the inability to be anticoagulated because of severe anemia. An inferior vena cavagram was done to locate the renal veins, and the filter was successfully implanted into the infrarenal area. Seven years and four months after the index procedure the patient presented to a healthcare facility with chest pains and injuries to upper limbs after a fall. Imaging revealed acute pulmonary embolism which was treated with medications. Seven years and seven months post implantation a magnetic resonance imaging (MRI) was indicated for back pain. The MRI reported mild degenerative disc disease and the inferior vena cava (ivc) filter in place. A year and a half later, x-rays of the lumbar spine indicated for low back pain reported the ivc filter with a broken strut and fragment migrating into adjacent soft tissues. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, migration of fractured strut(s), blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient continues to experience fear and mental anguish. The patient became aware of the reported events nine years and two months after the index procedure. Approximately eleven years after the filter was implanted, the patient underwent an abdominal and pelvic computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. The medical history at the time included hernia surgery, skin graft, and history of umbilical and inguinal hernia. The CT reported an infrarenal ivc filter, tilted with the apex against the wall; 8mm vertebral perforation, fractured posterior struts; no migration or stenosis. Colonic diverticulosis was noted as an incidental finding. According to the information received in the patient profile form (ppf), the patient additionally reports perforation of filter struts outside the ivc, tilting and vertebral perforation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1, h2 and h6. Section b5: additional information received per the medical records indicate that the patient has a history of hypertension, gout, chest pains with non-occlusive coronary disease, gastroesophageal reflux disease, diverticulitis, chronic obstructive pulmonary disease, seizures, bipolar disorder, depression, schizophrenia, chronic headaches and drug abuse. The optease filter was implanted emergently secondary to deep vein thrombosis with pulmonary embolism and the inability to be anticoagulated because of severe anemia. An inferior vena cavagram was done to locate the renal veins, and the filter was successfully implanted into the infrarenal area. Seven years and four months after the index procedure the patient presented to a healthcare facility with chest pains and injuries to upper limbs after a fall. Imaging revealed acute pulmonary embolism. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, migration of fractured strut(s), blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient continues to experience fear and mental anguish. The patient became aware of the reported events nine years and two months after the index procedure. As reported, a patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes hypertension, gout, chest pains with cad, gerd, diverticulitis, copd, seizures, bipolar disorder, depression, schizophrenia, chronic headaches and drug abuse. The optease filter was implanted due to deep vein thrombosis with pulmonary embolism, severe anemia with inability to anticoagulate. A venocavagram was done, and the filter was successfully implanted into the infrarenal area. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, acute pulmonary embolism (pe) and fractured strut migrating into the adjacent soft tissue. Seven years and four months post implant, the patient had chest pains with injuries to upper limbs after a fall. Imaging revealed acute pulmonary embolism. Per the patient profile form (ppf), the patient reports filter fracture, migration of fractured strut(s), blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient also reports fear and mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Post procedure pulmonary embolism is a known potential adverse event associated with the use of the ivc filters. These events may be related to excessive clot burden from underlying patient specific factors. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of hypertension, gout, chest pains with non-occlusive coronary disease, gastroesophageal reflux disease, diverticulitis, chronic obstructive pulmonary disease, seizures, bipolar disorder, depression, schizophrenia, chronic headaches and drug abuse. The optease filter was implanted emergently secondary to deep vein thrombosis with pulmonary embolism and the inability to be anticoagulated because of severe anemia. An inferior vena cavagram was done to locate the renal veins, and the filter was successfully implanted into the infrarenal area. Seven years and four months after the index procedure the patient presented to a healthcare facility with chest pains and injuries to upper limbs after a fall. Imaging revealed acute pulmonary embolism. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, migration of fractured strut(s), blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient continues to experience fear and mental anguish. The patient became aware of the reported events nine years and two months after the index procedure. Additional information is pending and will be submitted within 30 days of receipt.